Manufacturer narrative:
A f/u report will be submitted when the investigation has been completed.

Event description:
System locks up during stress echo exam, all studies were lost. The study had to be repeated.

Manufacturer narrative:
This supplemental report is being submitted to provide the date received by manufacturer, event problem and evaluation codes and provide additional manufacturing narrative. No investigation could be conducted as the device was not returned and no error logs were collected for identifying a root cause; however, the most likely root cause is user error as there was no known systemic failure for loss of data in software version vc25e.

Event description:
Additional information was received stating that there was no patient adverse event reported. The problem was simply that the system lost the exam from the hard drive.